Event description:
Generator revision surgery was performed due to the generator reaching end of service. The explanted generator was returned to the manufacturer. Product analysis confirmed that the generator had reached end of service. However, a leaky capacitor (c6) was identified as contributing to a premature end of life condition of the generator. The supply currents were out of specification and demonstrated an increased current consumption for the device, resulting ina premature end of life condition.